Event description:
Additional information was received: it was reported that the patient was a little bit better and they were seeing their doctor again on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient as improved much since that of (B)(6). Since then, they have modified his drug therapy (he takes more medication) and have also modified his electrical therapy. Currently, the patient is a bit stuck in the afternoon but he still walks without aids. The patient was one who did a lot of sports activity, especially cycling. The doctors still don't understand what happened: among them there are those who say it was a worsening of the disease and there are those who say it was attributable to the change of the stimulator. It was reviewed that there was not much difference in impedance enough to warrant a change in symptoms. It was noticed that over time the physician increased the amplitude of stimulation. No functional problems were observed with the rechargeable ins. Regarding the json report time stamps, it was believed to be a general stamp saved in the json. Regarding the use of the implantable neurostimulator (ins) the partial compilation of the graph on 'therapy use (one week was missing on the graph) is still not able to be understood. It was agreed that the ins was used most of the time after implantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient as improved much since that of jan-4th. Since then, they have modified his drug therapy (he takes more medication) and have also modified his electrical therapy. Currently, the patient is a bit stuck in the afternoon but he still walks without aids. The patient was one who did a lot of sports activity, especially cycling. The doctors still don't understand what happened: among them there are those who say it was a worsening of the disease and there are those who say it was attributable to the change of the stimulator. On switching from activa pc to percept pc, no worsening of symptoms was reported. The only change was switching from constant voltage to constant current in parameter programming. It was reviewed that there was not much difference in impedance enough to warrant a change in symptoms. It was noticed that over time the physician increased the amplitude of stimulation. No functional problems were observed with the rechargeable ins. Regarding the json report time stamps, it was believed to be a general stamp saved in the json. Regarding the use of the impla ntable neurostimulator (ins) the partial compilation of the graph on 'therapy use (one week was missing on the graph) is still not able to be understood. It was agreed that the ins was used most of the time after implantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2022 the patient had their percept replaced due to eri. After they were discharged from the hospital the patient's parkinson's symptoms got worse, in particular their rigidity had increased to the point they needed a wheelchair. There were no known causes. At their follow up on (B)(6) 2023 the doctor increased the stimulation amplitude. On january 11 the patient went back for worsening symptoms. The doctor asked to check the data reports to see if a cause could be found and the issue was not resolved at the time of the event. Additional information was received from a manufacturer representative (rep) reporting that the patient's history includes: february 2018: first implant with activa pc + leads 3389, january 2021: replacement with percept pc, december 2022: replacement with activa rc. Pacing parameters are high. Impedances seem to be ok. Pacing amplitude remained current, as with percept. Configuration and connectivity tests were checked: all ok. Such a concurrence of events seems strange to the doctor. The cause of the patient's symptoms was not yet determined. The patient experienced progressive symptoms worsening in the 10 days after ins substitution (percept pc to activa rc). No external factors were found, blood tests and other tests to exclude possible infections are negative.they have gradually increased stimulation therapy and l-dopa therapy. They are seeing small improvements but still far from the pre-substitution clinical picture. Factors for the reduction in therapy effectiveness were reviewed. In addition, some discrepancies were seen from the json report, suggesting that the ins was off for approx. 6 hours. From the json, it was seen that the patient used the patient prog rammer (pp) several time and turned off the stimulation for a cumulated time of 28 min. Though checking the report, it resulted that the stimulation was on 100% of the time, which is considered acceptable. It was also noted that it was strange that the second repo rted for events logged in the json report was "¿every second 21¿. In another json, it showed therapy was on and off. There were several hours of discrepancy since the last interrogation, however, this time, the patient almost never used the patient programmer to turn the stimulation off. The json report showed therapy turning on and off.

Event description:
Additional information was received reporting that the impedance values are consistent and a system integrity problem was not suspected. The patient is a little better and will be seen again on mar-8th where they will do impedance tests. Based on calculations, the energy was the same so it is not thought that the patient is understimulated after the ins change. However, the reported use was unclear as the report showed that the ins was not used for part of the week of jan-19 and jan 23-25 but the json file did not show such a discrepancy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.